Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, broken belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference medwatch #2032227-2014-22401.

Event description:
Customer reported a button error alarm on the insulin pump. He stated that the numbers were spinning as if the button was being held down. She stated that the insulin pump may have been exposed to sweat. She did not recall the blood glucose reading. Nothing further was reported.